Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be that the internal real time clock battery had low voltage, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. With no indication of a manufacturing defect, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that second call to hotline for depleted batteries this cycle. Assisted the patient to replace the batteries and restarted the pump. During the call, the battery depleted alarm returned. Patient was not affected. No additional information. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.